Event description:
Patient suspects she contract tuberculosis from a dental bone grafting procedure. She has a history (h/o) hiv and regularly gets tuberculosis (tb) testing performed which have been negative until recently. She has eliminated any possible sources around her and suspects the dental bone graft could have been the source of tb causing her positive test.